Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pins measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that after a merlin.net transmission revealed episodes of non-sustained rv oversensing, the asymptomatic patient was brought in to the clinic for assessment. The patient was not pacemaker dependent. Review of the episodes revealed lead noise. Sensitivity reprogramming was not possible due to the signal amplitude. The lead was capped and replaced one week later.